Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that patient underwent uneventful ilasik in both eyes on (B)(6) 2015. Patient doing well and visual acuity sans correction (vasc) 20/20 in both eyes at 1 month post op. Patient developed transient light sensitivity syndrome (tlss) (B)(6) 2015 started on durezol every 2 hours while awake. On (B)(6) 2015 - tlss resolving, but patient intraocular pressure (iop) increased so added combigan 2 times a day and decrease durezol to 4 times a day. On (B)(6) 2015 tlss resolved discontinued durezol in both eyes and continue with combigan and monitor iop with primary eye care provider. Prescription in right eye -1.00 -1.50 x 145 20/20, left eye -0.50 20/20 os. Can discuss enhancement in right eye if necessary after iop returns to normal range post discontinuing steroids. Prescription must be stable.